Event description:
In 2008, upon second revolution of cinch ablation cell 9 temperature elevated "out of range." Ablation was continued with cell 9. Upon transition to intermediate ablation cell 7 also reached "out of range" temp and shut down. Ablation was continued without cell 7 and 9.